Manufacturer narrative:
The complaint allegation is confirmed based on the customer-provided picture. Visual evaluation of the customer provided photo noted damage to an ar-1588rt-2j tightrope® ii rt with damaged on the edges of the soft anchor, and missing sutures in the button. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. Per dfu-0147-eo for tightrope® devices, dfu-0147-eo revision 3, see the following precautions: 1. Acl/pcl/btb/rt/abs tightrope only: excessive force on the shortening suture strands and/or tensioning the shortening suture strands not in-line with the bone socket may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft. 2. Load the acl/pcl tightrope button over the unspliced, thinner portion of the acl/pcl tightrope suture to assist assembly. Once assembled slide the acl/pcl tightrope button down to the thicker, spliced portion of the acl/pcl tightrope suture to help prevent disassembly. The most likely cause of the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning and/or improper bone preparation/surgical technique.

Event description:
It was reported that during an anterior cruciate ligament surgery the device broke under tension in the femur. The broken part was removed from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.